Event description:
It was reported the device has a plunger clutch issue and shaft is not working right. No patient injury/involvement reported.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The event history long shows that there was a, syringe plunger not in place and check syringe plunger sensor error. The device was functionally tested and the reported problem was duplicated. The complaint is confirmed. The plunger tube was bent. This tube will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.